Manufacturer narrative:
The device was received for analysis on april 16, 2018. The returned prosthesis was received with traces of pannus visible on the inflow and outflow side.

Event description:
A perceval size 23 mm valve was implanted on (B)(6) 2014 due to severe aortic stenosis. After 2 years, the patient showed mitral insufficiency (cf I-ii). In 2017, the patient symptoms progressed (cf ii-iii). Echocardiography showed severe dysfunction of the biological prosthesis. Mitral insufficiency and hap were also reported.

Manufacturer narrative:
Leaflet calcification was detected with visual, x-ray and histological analyses. Pannus tissue overgrowth into the inflow lumen was also detected by visual inspection. There was no evidence of endocarditis, based on hystopathological review. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer was unable to obtain additional information about the event, including the patient's clinical history. The calcification caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen contributed to valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. Patient factors may have contributed to this event; however, since no patient information was provided the root cause of the event remains unknown.

Manufacturer narrative:
The returned prosthesis was received with traces of pannus visible on the inflow and outflow side. Updated fields.